Event description:
On (B)(6) 2011, a respiratory therapist reported inomax ds (B)(4) was having erratic readings while on a pt. The device was switched out and the respiratory therapist stated that there was no impact to the pt. The device was taken to biomed for recalibration and the device still had erratic readings. The nitric oxide (no) was set at (B)(4) then jumped to (B)(4). (B)(6) technical service had the customer do a calibration, change the injector module and cable, and check to be sure the device backup and blender were off. Despite these troubleshooting efforts, the problem did not resolve. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported inomax ds (B)(4) was having erratic readings while on a pt. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.